Manufacturer narrative:
The insulin pump passed the displacement test. The pump had a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test, and occlusion test due to the compromised force sensor system alarm. The pump was received with a normal operating current. The pump passed the self-test. The pump passed the off no power test. The pump was received with a minor scratched lcd window, a cracked case at the display window corners, broken battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was trying to do an infusion set change and got a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 138 mg/dl. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to a33 alarm. However, the insulin pump passed the displacement test. The insulin pump was received with normal operating current and passed self-test and off no power test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, broken battery tube threads and cracked reservoir tube lip.